Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with unavailable electrogram (egm). No changes were reported. The patient was stable.

Manufacturer narrative:
Further information requested but not received.